Event description:
It was reported that the patient presented in clinic. It was discovered that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention were taken. There were no patient consequences.